Event description:
Boston scientific received information that this patient with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the hospital with symptoms of heart failure. On review, high out-of-range pacing lead impedance measurement of greater than 2,000 ohms along with loss of capture (loc) were observed. Chest x-ray showed no dislodgment nor any visible lead failure. The tachy device remains in service while this lv lead was surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.